Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the sensor pod was accidently ripped off the abdomen and no portion of the sensor wire was visible on the sensor pod or in the patient's skin. The patient developed a red abscess with blisters, pus, and bruising which the patient described as the size of a 50 cent piece on. The patient saw a medical doctor on (B)(6) 2022 who performed an incision and drainage procedure and prescribed oral antibiotics (cephalexin 500 mg, 3 times per day x 10 days.) The patient thought the area had healed and a scar was present. On (B)(6) 2022, while she was in the hospital for a non-dexcom related health issue, an abscess with pus was visible in the same area on the abdomen, and a sensor wire emerged from the site. A surgeon performed an incision and drainage and the patient was treated with an IV antibiotic. The patient did not know the name of the medication. The area was completely healed 2-3 weeks later and only a red scar was visible in the area. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).